Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 145mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 144 and 138mg/dl using true result meter. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date is 05/02/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is living in an assisted living facility and he is comparing his meter to their meter and our meter is giving lower results. Customer states that his blood sugar is lower in the afternoon then his morning blood test. Customer states that his normal glucose range is 100-145mg/dl and he tests 3 times a day and taking insulin. Customer is concern because he ran a back to back blood test on the true result meter and got 177mg/dl but on the facility meter he got 348mg/dl. Customer states that he was feeling the symptoms of high blood sugar at that time. Customer no longer has symptoms.